Event description:
Received info when the stimulation is turned on, the pt experiences a shocking or jolting and burning sensation. Add'l info has been requested and if received a follow up report will be sent.

Manufacturer narrative:
(B)(4).